Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. The catheter tip was bent and the angle was approximately 13 degrees. Blood was observed from the balloon, windings, and gate valve. The balloon was found to be ruptured at central area of the latex. The ruptured edges of latex appeared to be different shapes and were not able to match up. No visible damage to the returned syringe was found. Visual examination was performed under microscope at 20x magnification and with the unaided eye. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of balloon rupture issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "the balloon ruptured during use." There were no patient complications.